Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 06-aug-2025, the user reported recurrent hypoglycemia while using the ilet device. The lowest recorded blood glucose (bg) was 40 mg/dl. The event was self-treated successfully with candy, and bg returned to range. The device provided a low bg alert. No medical intervention was required. The user stated they had discontinued use of the ilet and were using multiple daily injections (mdi) until additional training could be arranged.